Event description:
Customer reported damage to the pump's housing and usb port, affecting the ability to charge the pump, though the pump had not shut down due to this issue. There was no reported impact to the customer¿s blood glucose level as the customer declined to provide specific bg values. Technical support initiated a resolution by replacing the pump, which was under warranty, and instructed the customer on the return process for the damaged device. The customer agreed to use the current pump as backup therapy until the new one arrived.